Manufacturer narrative:
Initial 7 of 9. Name: tandem, country: united states of america, address: line 1: 11045 roselle street, address: line 2: suite 200, city: san diego, state, province or territory: ca, post office or zip code: 92121, based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient faced infusion set tubing was leaking at the site event on (B)(6) 2026 resulted in high blood glucose level and treated with correction injection via mdi.